Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of over 22 and 64 mg/dl from (B)(6) 2023 to (B)(6) 2023. The cause of low bgs was unknown. The customer received third party assistance from emergency medical technicians (emt), who provided an IV of sugars to address bg for all events. None of the events caused an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.